Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: on or about (B)(6), 2005, pt was implanted with a depuy pinnacle hip on her left side. Over time, metal ions and particles were released into the pt's blood, tissue, and bone surrounding the implant. Within a year after the implantation, pt began experiencing severe pain, discomfort, and inflammation in her left thigh, buttocks, and groin. Due to chronic pain, pt was revised on or about (B)(6), 2006. It was discovered that there was significant metal debris or metallosis around the hip capsule, as well as a great deal of inflammation.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf has no new allegation. Added stem on ip, date of birth, lawyer, surgeon and revision hospital. Updated facility name, unknown head and liner. Corrected date of revision and event date.